Event description:
Ous MDR - it was reported that after an implant duration of approx 6 weeks a lead dislodgement was diagnosed. This right ventricular lead was not capturing. No adverse patient side effects were reported. The lead was repositioned. The date of implant was not provided.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.